Event description:
During surgery, the o.r staff was testing the laser generator prior to use. The display screen came up briefly before going out. Staff could not get the device to turn on, even after using several outlets in the o.r suite. Biomed sequestered the equipment and determined there was a faulty ignition lock switch. The equipment was able to be repaired. It was unclear whether this was a pm issue or device defect. The lithotripsy portion of the procedure was rescheduled.